Manufacturer narrative:
A ge service representative performed an on site investigation. The ipc board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system was not able to produce x-rays. This may cause the system to be unusable due to the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.